Event description:
Related manufacturer reference number: 2017865-2025-15581. Related manufacturer reference number: 2017865-2025-15582. It was reported that the patient's pacemaker, right atrial (ra) and right ventricular (rv) leads exhibited low pacing impedance. The device exhibited premature battery depletion as well. No changes or intervention was reported. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the physician elected to explant and replace the ra lead, rv lead, and pacemaker. The low impedance was deemed to be a lead issue only, as the physician suspected that the sutures on suture sleeves were too tight. The patient condition was stable.